Event description:
A malfunction alarm was reported on pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the malfunction code, and after resetting, the issue did not recur.